Event description:
The facility reported a fail code 570. Information was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of pt injury or medical intervention. No additional information is available.